Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for movement disorders. It was reported a couple of months ago it felt like something was broken in their chest and they found out it was the lead that "busted". They had a surgery to replace it on (B)(6) 2018. When they busted their lead, the patient programmer had shown poor communication when they tried to communicate with their implant. This issue resolved with surgery. No further complications were reported as a result of this event.

Manufacturer narrative:
Suspect medical device references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 3387s-40, lot#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that ¿one time this thing was broken in 2018,¿ so they had to have a separate operation on (B)(6). The patient said that they had told the doctor about it and they didn¿t believe them, and they had a lot of anxiety. The patient was having difficulties walking and moving and they called the doctor and they didn¿t believe the patient, but they did surgery on (B)(6). They had found that the wires on the left side were broken and it was in 2018. They said it was in (B)(6) couldn¿t remember exactly which month it occurred. There were no further complications reported.